Event description:
It was reported that bd insyte gn 18ga x 1.16in leaked. 67-year-old patient treated for hyperleukocytic acute myeloid leukaemia. During insertion of a vvp, the 18g catheter fitted onto the proximal valve of the extension piece but did not attach correctly, resulting in a blood leakage. After several attempts and a change of extension piece, the leakage continued. The patient was therefore deperfused and reperfused with a 20g catheter, keeping the same extension, and the leak stopped. Patient reperfused 2 times without need (platelets 25 g/l and hb 8 g/l having been transfused several times).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed no damages or defects. Samples were subjected to a catheter leak test and not leakage was observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated.

Event description:
No additional information.